Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gait disturbance ("I didnt walk further than the toilet till the next day") and ejaculation failure ("no squirt since removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, gait disturbance, ejaculation failure and weight increased outcome was unknown. The reporter considered ejaculation failure, gait disturbance, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" weight gain¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gait disturbance ("I didnt walk further than the toilet till the next day") and ejaculation failure ("no squirt since removal"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and gait disturbance outcome was unknown. The reporter considered ejaculation failure, gait disturbance and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event no squirt since removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gait disturbance ("I didnt walk further than the toilet till the next day"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and gait disturbance outcome was unknown. The reporter considered gait disturbance and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- case became incident. New event of hysterectomy was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.